Manufacturer narrative:
The reason for this second revision surgery was due to a patient dislocating after 2.5 months in-vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history shows 5 prior complaints against the humeral socket insert that has one similar failure mode pertaining to "dislocation". This is the first complaint for the incident lot# 923f1035. The investigation is limited in scope as the explanted products were not returned to djo surgical and therefore a definitive root cause cannot be determined. Factors un-related to the implants that may contribute to a patient dislocation are: degenerative bone, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's shoulder dislocating.